Event description:
It was reported that during a da vinci si nephrectomy procedure, arcing occurred with the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt through the silicone. The silicone exhibits melting around the hole, indicative of arcing. The hole size is approximately .010 in diameter and is located .220 above the silicone to sleeve interface.